Manufacturer narrative:
Investigation summary: no d1005 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. Pending lot history review.

Event description:
The event occurred on an unspecified date in (B)(6) 2024 and involved a tego¿ connector. It was reported when the nurse attempted to connect the blood tubing to palindrome, the tego cap broke off into the tubing. Nurse clamped the line, replaced tego cap and blood tubing. There was patient involvement, unknown patient harm and unknown delay in therapy. This report captures 2 of 4 occurrences.